Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed a glucose of 47 mg/dl while a home glucometer read 378¿429 mg/dl, prompting calibration that adjusted the ilet to 50 mg/dl and subsequent replacement of the dexcom g7 sensor. Symptoms included no reported acute effects such as loss of consciousness or dizziness. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an unclear cause for the reported hyperglycemia with discordant sensor and glucometer readings. It was concluded that the cause of the hyperglycemia was unclear.